Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. The customer experienced thirst as a symptom of her hyperglycemia. The patient changed her infusion set in order to bring her blood glucose down. Her blood glucose did not initially decrease, but this morning her blood glucose was 229 mg/dl. The insulin pump's drive support cap appeared normal. Troubleshooting was declined; the customer wanted to speak to a medtronic representative about acquiring a continuous glucose monitoring device. No products were returned or replaced.